Event description:
Essure device caused multiple medical problems including painful intercourse, painful and heavy periods, heavy clotting during periods, hair loss, painful cysts, loss of right ovary and gall bladder, migraines, chronic fatigue, gained weight that can't be lost, lost sex drive, excessive sweating, hormonal mood swings, abdominal pain, back pain.